Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that the ins no longer worked and it hadn't worked for a couple years. Patient (pt) reported ins "wasn't helping very much" so they didn't worry too much about it. Pt stated they went to urologist the day or report and they pt ins may help with pt's bladder. Pt stated ins is intended to treat pt's bowels, but stated hcp told pt that it may help pt's bladder. Pt was calling to get ins "working again". Reviewed ins longevity and eos considerations. Redirected pt to hcp to check ins status. R pt stated they don't think ins has ever helped 50% since implant. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.